Event description:
A nurse reported a footswitch was not responding and no system message was displayed. The event occurred before surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).